Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could not read the display. The customer's blood glucose level was 16 mmol/l at the time of the incident. The customer reported damage on the insulin pump occurred when they fell down from bicycle. The customer stated that the screen was black and had cracked over the menu buttons. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.